Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during hand tendon surgery. The needle and thread broke at the time of the insertion of the needle into the tendon. Another suture was used to resolved the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that one needle and one suture were received. The suture received was found to be broken. Instrumentation marks were noted on the suture adjacent to the break site. Analysis concluded there were no assembly component related failures; additionally, a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.